Manufacturer narrative:
Failure observed during the associated ICD analysis. It is suspected that the lead might have arced causing a low impedance path that resulted in damage to the output circuitry of the ICD. The lead remains implanted.

Event description:
Upon interrogation, the device was found to be in a hardware reset mode. It was noted that the patient may have received external defibrillation and also the patient may have been lost to follow-up. It was recommended to explant the device. The lead remains implanted.